Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament and no leaks were found. Under microscope observation it was noted that the pump was contaminated and was not functionally test due to the contamination was identified within the pump. Product analysis identified device malfunction with the returned pump. The ams700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak tested, and examined using a microscope. The cylinder had a leak in the kink resistant tubing (krt) near the window quick connector that was the result of wear. The identified fluid leak and activation issues could affect the functionality of device as the reported mechanical issues. Product analysis confirmed the reported event.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.